Manufacturer narrative:
A mz1000 china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 24025961. The feedback provided by the customer states that, "during use, it was found that the connector did not allow liquid to pass through when connecting the infusion set." Further information from the customer has stated that just after connection, it was found that there was no dripping, and when the infusion set was replaced, it was found that it still did not drop, and the infusion could be normal after replacing the new connector. Moreover, the connecting product used was b. Braun infusion set to the bd indwelling needle. No visible damages were observed to the device. Commonly used medicinal liquids were used for infusion during the incident. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24025961 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The head nurse reported that during use, it was found that the connector did not allow liquid to pass through when connecting the infusion set. 50 sets were affected, and one sample can be returned. Photos can be provided. A green claim settlement is required, as is a complaint response letter and a complaint acceptance letter.